Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that insufficient roll off occurred. A rf3000 radiofrequency generator was selected for use in a radio frequency ablation procedure to treat hepatocellular carcinoma. During the procedure, there was no roll off of the device. The generator was restarted, and the procedure was completed with this device. There were no patient complications as a result of this event, and the patient fully recovered.